Event description:
The customer reported out of range normal control solution test results with test strips, lot 16093a. She opened a new bottle of test strips on 11/27/96 and immediately performed a normal control solution test. The result was 294 mg/dl versus a normal control solution range of 114-172 mg/dl. The normal control solution (lot ve036, exp98) was opened for the first time in october, 1996 and the customer shook it well before testing. With the co rep, a second normal control solution test was performed and the result was 179 versus a check strip range of 68-92. The code was set correctly for all tests. The desiccant is in the bottle of test strips. The customer did not perform any blood glucose tests with test strips from this bottle. The meter serial number is jmd054acc.